Manufacturer narrative:
A patient's ipg was inoperable was reported to abbott. As a result, the patient's ipg explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient's ipg was inoperable and unable to communicate with external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.